Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion field service representative (fsr) evaluated the unit and was unable to duplicate the reported issue, therefore, there is no identified root cause, but the fsr stated that he believes the alarm limit settings were improperly set by the customer, which contributed to the reported issue. The unit was tested and it performs to factory specifications.

Event description:
The customer stated that the ventilator was alarming high peak pressures during patient use. The ventilator was switched out to a different ventilator and it was reported that there was no patient harm.